Event description:
User had one pt sample that generated zero and low results for multiple assays, however, most results were accompanied by data flags alerting the user, the result was invalid. Initial total protein result was 0.6 g/dl with no data flag and was manually repeated generating a result of 6.8 g/dl. No erroneous results were reported and no other pt sample generated erroneous results. The field service rep determined the sample probe was going into the gel of the tube. He replaced the probe and performed probe adjustments. He also checked for proper internal and external washes and checked the lld board. Performance tests were performed which were within specification.